Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found with a broken grip at the grip base where the molded insulator meets the grip tip. A piece measuring approximately 0.186" x 0.586" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip showed damage. The molded insulator was totally broken off from the grip as a result from the breakage. Additional observation(s) related to the reported complaint included: the instrument was found with a broken molded insulator. The molded insulator was out from being attached to one of the instrument grips. The broken molded insulator material measured approximately 0.044" x 0.364" in size that was not returned. The metal grip was also not returned as a result. Further observation(s) found unrelated to the reported complaint included: the instrument had a broken conductor wire to where or between the molded insulator meets the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have the tip broken. The instrument was not used on patient. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information on 09-sep-2024: the customer confirmed that the missing material and damage occurred outside of a surgical procedure. There was no report of fragments falling from the device while used within a patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.